Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the stent graft migrated. The cause of the stent graft migration is unknown. The aneurysm size was 8-9cm at the time of removal. The stent was explanted in 2004. No add'l sequelae were reported and the pt is reported to be fine. Medtronic has rec'd the explanted stent graft, and its analysis is pending.